Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device had intermittent lamp dimming. The issue was found during a diagnostic colonoscopy laser lipotripsy procedure that was completed with a similar device. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, d9, g2, h2, h3, h4, h6, h11 the device was returned to olympus for inspection and the reported failure was not confirmed as there were no issues found with the device based on the investigation. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.